Event description:
The reporter stated that the surgeon inserted an aa4204vl plate silicone lens. The lens was removed during the same procedure as the pt had no zonules to hold the lens. The lens tore when it was being removed from the eye. No pt injury. Surgery was completed using another lens.